Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height: cm:130. Implant date: 2014 (month and day unknown). When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "1y 3m po valve is not adjustable. Blocked. Explanted." Additional patient information has been requested. When additional information is received a follow up report will be submitted.

Manufacturer narrative:
Investigation: first we performed a visual inspection of the progav 2.0 shunt system, scratches and deformation to the outer housing of the progav 2.0 valve, as well as damage to the membrane of the control reservoir were observed through the visual inspection. Next we tested the permeability of the valves. The progav 2.0 valve was permeable (but slower than expected flow as well as bloody discharge). The shunt assistant was not permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected, however the brake force was slightly outside of tolerance. All other specifications were met. Finally, we have dismantled the valves. Inside the progav 2.0 valve we have found significant bloody residue. We also found slight deposits inside the shunt assistant. Based on out investigation, we confirm the presence of occlusion in the shunt assistant valve as well as compromised permeability in the progav 2.0, both are likely due to the deposits observed in the valves. As described in out literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We are unable to substantiate the claim of non-adjustability. The progav 2.0 valve operated within the specified tolerances. However, it is possible that the deposits observed inside the valves could also have caused the malfunction in the past.